Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Patient complained of pain in their knee after a total joint was performed approximately 3 years ago. Patient required revision knee surgery to replace insert with a less constraining ps insert.